Event description:
Info received reports the pt fell a few days ago and now his stimulation is not as effective on his bone pain as it was prior to the fall. Add'l info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).